Manufacturer narrative:
(B)(4)

Event description:
It was reported that during unrelated procedure, patient presented discomfort described as pain in the pocket. The device was explanted and replaced. The patient was discharged with no symptoms.

Manufacturer narrative:
Analysis was normal. No anomalies were found.